Event description:
It has been reported to philips that the wireless footswitch could not be used for fluoroscopy. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the wireless footswitch was not working during a diagnostic procedure. The procedure was completed as planned, using the wired footswitch. Per the information collected, the wi-fi indicator on the footswitch was red whilst the battery indicator was green, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after restarting the azurion system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.